Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found at 6.1 cm to 6.5 cm from the distal tip underneath the rv shock coil. The etfe coating of one of the ring electrode conductors was abraded at this location. (B)(4). Failure (event) observed during analysis.